Event description:
It was reported that balloon rupture occurred. The patient was presented with coronary artery disease and was to undergo percutaneous coronary intervention. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 1.2mm x 12mm threader balloon catheter was advanced but failed to pass the lesion. However, during the second inflation at 12 atmospheres (atm), the balloon ruptured. The device was removed and another 1.2mm x 12mm threader balloon catheter was advanced, but it also failed to pass the lesion and during third inflation at 12 atm, the balloon ruptured. The device was removed and a 1.5x12 non-boston scientific balloon catheter was placed to treat the lesion. Subsequently, the physician proceeded to the moderately tortuous and severely calcified proximal rca with 95% stenosis. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, during second inflation at 16 atm, the balloon ruptured. The device was removed, and due to the nature of the procedure, the patient will be returning for a rotablator procedure. No patient complications were reported.